Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v020086,implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v020086, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40 lot# j0437142v, implanted: (B)(6) 2004, explanted: product type: lead. Product ID: 3387-40 lot# j0437142v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
A healthcare professional from a clinical study on epilepsy reported that the battery/stimulator turned off on (B)(6) 2015 and was reset on and turned on on (B)(6) 2015. No symptoms were reported. The cause was not provided. No diagnostic testing was done and no actions were taken. The outcome was resolved without sequelae.